Manufacturer narrative:
These devices were returned and repaired prior to medwatch (B) (4) being filed by the user facility. The eval of these devices did not confirm the reported malfunction. It was confirmed there was no pt or staff impact. Eval results - routine wear related conditions were noted for both devices. These conditions are not likely to cause overheating. It was reported by the user-facility that the handpiece stopped turning. This is indicative of the attachment coming unlocked during use which is known to cause overheating. Both devices are marked such that it is readily identifiable if they become unlocked. The medtronic instruction manual contains a warning stating, "do not attempt to use an overheating motor or attachment." It is also noted in the troubleshooting section of the instruction manual, "change attachment to isolate location of heating to the attachment or the motor. If attachment is source of heat, return attachment to mpss to be refurbished. If motor is source of heat, return the motor to mpss to be refurbished." Records indicate that the perforator attachment (ado3) had not been returned since its purchase in march, 2006. Our recommendation for factory service is based on the facility's usage, however, it should not exceed 24 months. This device has been in use for 43 months without any record of factory service.

Event description:
A med watch report (B) (4) was received stating that "pt required right front ventriculostomy. The right frontal area was shaved, prepped and draped in the usual sterile manner. The skin was excised and dissection was continued down to the pericranium. A single burr hole was placed. The procedure went as planned, but the physician reported that during use of the midas rex legend platinum high speed pneumatic system with the perforator driver hand piece, the perforator stopped turning and the hand piece started to emit smoke. Twenty minutes later, the handpiece was still warm. The pt was not harmed. The motor and perforator driver were returned to medtronic and replaced with newly refurbished equipment." Additional follow up info confirms there was no pt or staff impact.